Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Device evaluation: the 1mtec30 cartridge returned in its original package inside folding carton of iol lens. Lens also returned. Visual inspection using magnification was performed to the returned sample: residues of lubricating material were observed on cartridge. The cartridge tip was observed deformed and crack. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as cartridge crack was not verified. However, cartridge tip crack was identified on sample returned. The complaint issue reported as device partially delivered could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the iol there was a hole in the cartridge and the lens went through the hole, not sure if the tech created the hole or not. But the lens went under the cartridge through the hole. Cartridge and tip of the iol had patient contact. Customer used back up lens to complete. Event was observed when inserting. There was no patient injury and patient was doing ok post-op. Cartridge tip was damaged per investigation results. No further information available.